Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 345. The cause was identified to be the out of specification downstream thermistor which could not be calibrated. The downstream sensor requires replacement to address this issue. During evaluation, the device had a delayed keypad response. The cause was identified to be the failed processor board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity) and experienced a delayed keypad response. No additional information is available.